Event description:
Reporter indicated that pt experienced an 8-second episode of asystole during lead diagnostic testing at vns implant surgery. The test was run twice and the pt had asystole both times. The first period asystole was shorter than the second period of asystole. The ncp system was not implanted in the pt. The pt was reported to be doing fine and has not had any cardiac events post-surgery. It is not known whether the pt has previous cardiac history or whether the lead electrodes may have been placed on either the superior or the inferior cervical cardiac branches, which could contribute to the episode of asystole.